Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Event description:
It was reported that the patient was experiencing significant pain in her back and legs. X-ray images were taken and revealed the implant had migrated laterally. Patient underwent a revision procedure to replace the implant. Patient fully recovered post-operatively.

Manufacturer narrative:
No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing significant pain in her back and legs. X-ray images were taken and revealed the implant had migrated laterally. Patient underwent a revision procedure to replace the implant. Patient fully recovered post-operatively.